Event description:
It was reported that a rejuvenate stem was removed due to pain felt by the pt. No infection was found. Stem, neck and head were removed - had considerable wear. Cup and liner remain in the pt w/o problem.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat# nls-340000b, lot# 35367901, 32mm std lfit v40 head, cat# 6260-9-132, lot# 36587805. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. Add'l info (including x-rays and medical records) was requested. When completed, the eval summary will be submitted in a supplemental report.